Event description:
It was reported to philips healthcare that the device was failing the user initiated operational check (opcheck). The customer later reported to the philips field service engineer (fse) that the customer had called as a result of the leads ECG cables. There was no patient involvement.

Manufacturer narrative:
(B)(4).